Manufacturer narrative:
(B)(4).

Event description:
The user facility reported a complaint to customer service on 08-mar-2021 for continuous suction as well as stating that it seems there is something stuck or broken in the channel when they pass the brush through there is a lot of resistance involving the pentax medical video gastroscope model eg29-i10, serial number (B)(4). No patient involvement was reported. The customer owned endoscope was received by pentax medical for evaluation on 12-mar-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 16-mar-2021: biopsy inlet t-piece stuck accessory at aft tube, passed dry leak test, lightguide prong cover glass set loose, passed wet leak test, insertion tube buckles under the root brace, fluid invasion not observed in pve connector, fluid invasion not observed in control body, suction function continuous flow, air/ water socket cylinder o-ring chipped. The device underwent repairs including the following components: o-rings and seals, insertion flexible tube assy, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, angle wire, biopsy inlet t-piece pb-free, o-ring (1.8x19.8), distal end assy with tubes, eog valve assy. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2017. On 07-apr-2021, a device history record(DHR) review for model eg29-i10 serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 24-apr-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-apr-2017. The endoscope was delivered to the customer on 05-apr-2021 under delivery order (B)(4).